Event description:
Revision surgery - the patient has a metal-on-metal cup and was experiencing pain.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 11 years, 10 months and 7 days in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 50 prior complaints reported against this part; 2 with the same failure mode of pain. This is the first complaint against this lot number. The complaint history does not indicate an adverse trend. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.